Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was observed that the angle attachment device had excessive heat. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the device had a high temperature and the bearings, spacers, and snap rings demonstrated a large amount of corrosion. It was determined that this was due to foreign fibrious material left behind by a cleaning instrument causing the locking mechanism to malfunction. The assignable root cause was determined to be due to improper cleaning, sterilization, and/or maintenance as procedures were not followed as per directions for use, which is user error, misuse and abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.